Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and the device met all pre-release specifications. No items were available for a direct assessment of product performance. Cause of the reported event cannot be established based on evaluation of the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. Additionally, the circumstances contributing to the catheter withdrawal difficulty could not be independently assessed, and the root cause could not be established.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, a gore® viabahn® endoprosthesis (vsx device) was intended for use in the upper arm during treatment of stenosis in a preexisting arteriovenous access graft. On an unknown date the patient had an arteriovenous access graft (manufacturer unknown) implanted in the upper arm. On (B)(6) 2023, the physician performed a percutaneous transluminal angioplasty (pta) with a 4mm balloon (manufacturer unknown) followed by an 8mm balloon (manufacturer unknown). A vsx device was successfully implanted to reline the graft. However, during the removal of the delivery catheter, the distal tip had become stuck on the outer edge of the vsx device. The physician decided to create another access site on the opposite side and advance an 0.018" guidewire (manufacturer unknown) through the vsx device and advance a 4mm balloon (manufacturer unknown) to post dilate. The delivery catheter was than successfully removed. The patient did not experience any adverse consequences. 2203-a: other (patient symptom code) used to capture secondary access site.

Manufacturer narrative:
H6 - investigation conclusions, updated to d15 - cause not established.